Event description:
It was reported that the user experienced nocturnal low blood glucose followed by sustained hyperglycemia after a supply change on an ilet system using a steel infusion set, attributed to not confirming insulin drops during the set change; a subsequent supply change was performed, and glucose values began to correct with oral glucose used for the low. Investigation of this case revealed an unclear cause for the hyperglycemia event, with correction observed after proper supply change steps. No clinical symptoms associated with hypoglycemia and hyperglycemia. Outcomes included temporary clinically changes in blood glucose that resolved without hospitalization. It was concluded that the event was user-related with cause for hyperglycemia remaining unclear and no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.